Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 17 colony forming units (cfus) of staphylococcus warneri and staphylococcus aureus in the biopsy channel and 3 (cfus) of staphylococcus warneri and moraxella species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.